Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 26 complaints, regarding 27 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: -re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. -unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. -a. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. B. Fully retract the vaginal cup to the handle. -carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. -upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: h6 - updated with correct codes for device return and results from evaluation h10 - two-year review of complaint history of failures has been updated with new numbers after evaluation review. As well as additional information that a determination for further investigation has been initiated. Manufacturing narrative: received one 60-6085-200a in opened original packaging. Lot number was verified. Performed a visual inspection, the device was received disassembled. All pieces were received. Measurements were taken, the inner diameter of the green cup was on the higher end of the spec measuring at .208". The shaft measured at .1935". The inner diameter of the blue cone measured .198" which is out of spec on the high end. A two-year review of complaint history revealed there has been a total of 37 complaints, regarding 42 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). A determination for further investigation has been initiated.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-200a device was being used during a robotic hysterectomy on (B)(6) 2020 when the device broke apart in the patient. All the pieces were removed when the uterus was removed. There was no delay in the procedure reported. There was no patient or user injury. The procedure was completed successfully. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.